Manufacturer narrative:
The device is a bone void filler while completely resorbing within a few weeks, and therefore is unavailable for analysis. A re-test of the lot, where the ph-value was outside of the acceptable range for a given release specification for the release specification in question is currently underway using reserve samples. According to the quality control review and shelf life testing, the device met the specification for ossification and mineralization at baseline and after two years of shelf life. In the IFU as possible adverse, it is stated "incomplete bone formation, lack of bone formation, delayed union". From a clinical point of view, the adverse event (ae) was at the point of occurrence not seen as a serious ae in relation to device and also wasn't seen as reportable, because the occurred ae are common complications in the bone surgery. Investigation is not completed. The analysis of the post-market-study is ongoing. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purpose.

Event description:
At the conclusion of the enrollment of the study, deblinding and analysis of the study results were performed and the aes are again assessed. Adverse event. Surgery: 2005. Adverse event assumed: less than four months later. Ae: delayed bone healing; non-union of the osteotemie; pt request bone graft. Action: revision surgery was done twenty two days later, and cancellous bone graft was filled. Outcome of the pt: recovered without damage. For details to product problem: a result of this review was that one of the lots used in the study was documented as being outside of the acceptable range for a given release specification (ph-value). The release of the lot was allowed based on the determination of the 'out of specification' value being due to testing error. A re-test of this lot for the release specification in question is currently underway.